Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was able to be deployed; however, it deployed in an incorrect location. A snare was used to remove the stent and surgery was performed to close the initial puncture site. A new puncture was created and another axios stent was used to complete the procedure. There was patient injury reported as a result of this event. However, it is unknown what specific patient injury was noted.

Manufacturer narrative:
Imdrf patient code e2401 captures the reportable event of patient injury. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to close the puncture site and the removal of the stent using a snare.

Manufacturer narrative:
Blocks b5, h6 (patient codes) and h10 have been updated with the additional information received on april 17, 2024. Block h6: imdrf patient code e2114 captures the reportable event of tear/perforation. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to close the puncture site and the removal of the stent using a snare. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. No other problems were noted with the delivery system. Taking all available information into consideration, the investigation concluded that the observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue, perforation and surgical intervention are noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was able to be deployed; however, it deployed in an incorrect location. A snare was used to remove the stent and surgery was performed to close the initial puncture site. A new puncture was created and another axios stent was used to complete the procedure. There was patient injury reported as a result of this event. However, it is unknown what specific patient injury was noted. It was reported that during the attempted deployment, the physician felt that the device was not deploying properly. The stent was able to be fully deployed; however, it deployed into the stomach wall causing a tear/perforation with a little to no blood loss. The patient's vital signs remained stable.

Manufacturer narrative:
Blocks b5, h6 (patient codes) and h10 have been updated with the additional information received on april 17, 2024. Block h6: imdrf patient code e2114 captures the reportable event of tear/perforation. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgery performed to close the puncture site and the removal of the stent using a snare.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was able to be deployed; however, it deployed in an incorrect location. A snare was used to remove the stent and surgery was performed to close the initial puncture site. A new puncture was created and another axios stent was used to complete the procedure. There was patient injury reported as a result of this event. However, it is unknown what specific patient injury was noted. Additional information received on april 17, 2024: it was reported that during the attempted deployment, the physician felt that the device was not deploying properly. The stent was able to be fully deployed; however, it deployed into the stomach wall causing a tear/perforation with a little to no blood loss. The patient's vital signs remained stable.